Event description:
Healthcare professional states that while the event is related to sudden unexpected death in an epilepsy patient (sudep). The vns device is not a contributory cause to the death whatsoever. The death was not related to the vns surgery while that happened in such close proximity to their death. Feedback from the county corner states that the patient passed away due to cardiac arrest, there is no indication that the vns device was the cause. The autopsy is unavailable for review

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had passed away as an alleged cause of a seizure per the neurologist. The patient was noted to have undergone vns replacement surgery the day prior to their expiration. Three good faith attempts have been made to the physician for additional information and death documents, however no response has been received to date. No other relevant information has been received to date.